Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed opening on the posterior side assessed as fold flaw opening and observed total delamination of the valve (adhesive failure). As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side deflation. Healthcare professional confirmed deflation. Device has been explanted and replaced.